Event description:
The hearing aid (h/a) user came into the dispenser's office. The dispenser noticed that the patient had a wax guard in her left ear. He referred the patient to a physician to have it removed.